Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had ¿e216¿ error, during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: g2 - report source. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable pins were corroded, telescope could not be fixed smoothly, and telescope could not be fixed properly to the coupler. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.